Manufacturer narrative:
Additional information: h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. This occurred during dwell one of five of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. It was further reported that 1cm of air was located at the connection between the supplement bag and the line of the cassette. It was stated that the line fell off when the user moved and the user found air at the connection after reconnecting. Renal therapy services (rts )guided the patient to close all tube clamps and end the treatment. The patient would restart therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.